Manufacturer narrative:
On 2/26/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/20/2018, a device history record review was performed for this device. The device history record (DHR) of lot number 6958201 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 3/26/2018, mentor became aware that the device was explanted on (B)(6) 2018, and was replaced with a like device(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 175cc saline breast prosthesis that deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date, but it was noted that the patient will undergo unilateral replacement at some point.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 13.5 cm located at the edge of the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to its cause. No other anomalies were discovered. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).